Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on february 2022 titled ¿adding a tibial tubercle osteotomy with anteromedialisation to medial patellofemoral ligament reconstruction does not impact patient-reported outcomes in the treatment of patellar instability.¿ the study reviewed 118 patients and identified patellar instability with bioabsorbable interference screws and tenodesis screws in 15 patients during the year follow-up period. 10 patients experienced a reoperation. Ref: markus dh, hurley et, gipsman a, et al. Adding a tibial tubercle osteotomy with anteromedialisation to medial patellofemoral ligament reconstruction does not impact patient-reported outcomes in the treatment of patellar instability. J isakos. Feb 2022;7(1):3-6. Doi:10.1016/j.jisako.2021.10.004.